Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were repeated interface issues where patients kept dropping out of pyxis. A technical support specialist asked the customer to provide recent examples. The customer didn't have any recent examples to provide. The customer gave permission to close. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a repeated interface issues where patients kept dropping out of pyxis. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.